Event description:
St. Jude field clinical engineer reported that the device would not communicate. Several attempts were made to establish communication but were unsuccessful. The device orientation was confirmed to insure that the device had not been flipped. The ICD was explanted.